Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the atrial lead exhibited high capture threshold. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 51.9cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.